Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a pk dissecting forceps instrument had one jaw broken and hanging but still attached. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. There was a piece of yaw pulley broken off measure roughly 0.149 x 0.048. The broken piece wasn't returned with the instrument. Additional observations not reported was the instrument yaw pulley had char marks on the opposite side of the broken yaw pulley. This may have been caused from the broken conductor wire since it was on the same side as the broken conductor wire observed. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed signs of arcing on the same side. Indentations at the edge of the distal pulley and visible scratches on the surface of the pulley were also found. Failure analysis concluded the indentations were likely due to mishandling / misuse. Various scratches on the main tube showing light material removal and a rough surface finish were also observed. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken yall pulley with material missing and tube abrasions with material removed,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.